Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but no limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Factors which may contribute to resistance during retraction include, but are not limited to, manufacturing, stent implant outer diameter, pt anatomy, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. The stent delivery system (sds), stent, and guiding catheter used during the procedure were not returned which may have aided in the investigation and determination of cause. It is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Additionally, during retraction of the sds, the damaged stent struts would have interacted with the anatomy and guiding catheter, causing resistance and further contributing to the stent dislodging from the balloon. Additional therapy/non-surgical treatment was used to retrieve the dislodged stent by a snare device. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. As conclusive cause for the reported difficulty removing the sds and stent dislodgement could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that predilatation was performed prior to stenting. After placement of a non-abbott stent distally, an attempt was made to place this promus stent proximally; however, the promus stent delivery system (sds) was unable to cross the lesion. During removal of the sds from the pt, resistance was felt, which resulted in stent dislodgement from the balloon. The dislodged stent was able to be retrieved with a snare successfully. No pt effects were reported and pt is well. No additional info was available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.